Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation reports the device returned for inspection with no visible damage. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complained device has been forwarded for additional evaluation. The device passed the required functional check successfully. Based on these results and without the used counterpart, it is possible that the device was not used as per technical guide intended. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking mechanism jams and does not work properly. This is report 1 of 1 for (B)(4).